Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on either (B)(6), 2005 or (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.additional information received from dr. Ferrara's office on (B)(6), 2013 stated that there were no complaints reported by the patient post procedure.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.